Event description:
It was reported the customer's sensor glucose readings was different from their blood glucose readings. Customer stated their sensor glucose was 46 mg/dl and blood glucose was 183 mg/dl. The customer also stated their insulin pump had gone into threshold suspend mode. Customer stated she would change her sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-47903.